Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states when cement was opened, it appeared that the glass bottle with the liquid was cracked and liquid had leaked out. The cement never made it to the sterile field. It was not implanted. Doe: (B)(6) 2018.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary the device has not been returned for examination, and no other evidence to aid investigation has been supplied. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot, device history reviewed: 0 non-conformance on this lot. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report related to possible broken ampoules. Total for lot number: 2 (pc-(B)(4), pc-(B)(4)). Complaints received by cmw in the last 12 months for this issue ¿ product code: 2. By product family: 4 (2x smartset ghv, 2x smartset gmv). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.